Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the female length lubri-sil catheters popped 3 times in the last few days or past week. The customer was unsure if it was the length of the catheter caused it to pull but also the patient was bed-bound unlikely.

Event description:
It was reported that the female length lubri-sil catheters popped 3 times in the last few days/past week. The customer was unsure if it would be the length of the catheter caused it to pull but patient bed-bound so unlikely.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "tooling damaged (core pins)". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "statlock® foley catheter stabilization device kit after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws, regulations, and policies. Keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. Contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Do not use if package is damaged. For urological use only. This is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Single use only warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. Consult instructions caution for use inflate with 10 ml sterile water sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Sterilized using ethylene oxide. Do not resterilize." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.